Event description:
It as reported that a lead revision took place due to poor sensing. The lead was successfully repositioned and remains implanted. No additional adverse patient effects were reported.